Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days post-operatively on a laparoscopic gastric carcinoma resection procedure, the anastomosis was ok during the procedure, however, they found out that there was a hole in the anastomosis when the patient back for check up. To resolve the issue they oversaw the staple line.